Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported his pump was alarming every ten minutes. The patient¿s physician was in a different city and was unable to see the patient. The patient was to have the pump refilled on (B)(6) 2015 and the log printout noted he was due on 2015-08-31. Upon interrogation, the pump had stalled on (B)(6) 2015 at 21:40. The message of stopped pump period may exceed tube set was noted. The patient was at home when the stall had occurred and there had been no recent magnetic resonance imaging (MRI) scans. The physician was contacted on (B)(6) 2015 and informed the pump was alarming and not working. The physician had advised to tell the patient to go home and come back tomorrow (¿(B)(6) 2015¿) to be assessed and to get a script of baclofen. If the patient felt unwell he was to present to the emergency department. The pump remains implanted although the pump status was reported as ¿returned for analysis.¿ it was unknown if a patient injury had occurred no patient symptoms were reported at this time. The patient¿s status at the time of the report was unknown. However, it was later reported that the patient was not getting any therapy and was to have the pump explanted. The date had not yet been confirmed. Should additional information be received a supplemental report will be filed. This device system delivered baclofen.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to gear-pinion.

Event description:
It was further noted that there was a motor stall recovery at 23:03 on (B)(6) 2015. The pump stalled again on (B)(6) 2015 at 23:11 with a stopped pump period may exceed tube set again on (B)(6) 2015 at 23:11. A recovery occurred on (B)(6) 2015 at 14:20. The pump stalled again on (B)(6) 2015 at 18:14 and recovered at 13:49 on (B)(6) 2015. On (B)(6) 2015 at 17:49 the pump stalled again with last noted stopped pump period may exceed tube set on (B)(6) 2015 at 17:49. The pump was returned for analysis. Should additional information be received, a supplemental report will be filed.